Manufacturer narrative:
It was later report that the impedances had risen to 2400 ohms and shock impedances were within the normal range. The physician was contemplating options.

Event description:
Boston scientific received information that this patient received an appropriate shock. However, pacing impedances were reported to be 2000 ohms. There were no sensing issues at this time. It was discussed that the physician would probably continue monitoring rather than revising. No adverse patient effects were reported.

Manufacturer narrative:
Investigation is complete to date. Should additional information become available this event will be updated.